Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd882241 and gd881417 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date, the patient experienced peritonitis from an unknown cause. Treatment was not reported. During a follow-up call with the patient's nurse, she confirmed a culture was performed but did not know the results. On an unreported date, pd therapy was withdrawn. At the time of this report, the patient was recovering. The nurse stated the event was not related to pd therapy. The nurse declined to provide further information.